Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. During the first firing, the surgeon could not fire the device and heard a ticking sound when trying to fire. The reload was changed but when he tried firing the black knob was loose. The handle was changed with the new reload but the same thing happened and the handle got loose as well. They tried to fire both reloads outside the sterile field but they were stuck. The case was completed by changing the reload and the handle. No patient injury.